Manufacturer narrative:
Failure event observed during analysis. No conclusion code available. Final analysis found an internal insulation abrasion under the rv shock coil was noted. The sensing conductor etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.